Event description:
Event description guidant received information that this implantable lead was explanted due to unstable thresholds and possible lead perforation. The lead was removed and replaced with another guidant product. The lead was destroyed upon removal. Additional information was recieved that stated the lead failed to capture.